Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an automated peritoneal dialysis (pd) set was leaking an unknown pd solution. The home patient (hp) woke up to the unrelated alarm and noticed the leaking line. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to either start over with new supplies. During follow up, the hp stated that the leak was from the patient line, about 3 feet from the cassette. The hp did not notice any damage to the box or overpouch prior to use. The hp stated that the patient line looked like it was cut. No adverse event was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device was found to be not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.